Event description:
When opening the 5 x 35 bone screw the screw was stuck to the foam pack and deemed as unsterile.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. An investigation was not possible because neither the screw nor the package is available. Therefore the root cause could not be determined. A more precise evaluation was not possible due to missing information; the complaint will be added to the trend. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device not returned.